Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of an approved cartridge, hand piece and viscoelastic. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A nurse reported a scratched intraocular lens (iol) during a lens implant procedure. The lens was injected into the capsular bag and two scratch lines in a "v" shape were seen in the center of the optic. The scratched lens was cut, removed and replaced with the same model and power lens. A second lens was opened and a scratch was noted on that lens. This lens was not used on the pt. A third lens was opened and used to complete the procedure with no pt impact. A delay in the procedure was noted. Additional information was received from the nurse who reported a normal procedure takes approx 30 minutes to complete; however, this procedure lasted approx one and one half hours.